Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Inspection of the returned device found the stent was returned in its deployed state, the stabilizer was kinked, likely due to handling, and there was dried blood within the catheter. During functional testing, blood exited the distal end when flushed and resistance was encountered when the stabilizer was advanced. The reported event that the stent failed/unable to deploy was confirmed based on analysis. Additional information from the customer confirmed the device was in good condition after preparation and was prepared as per device directions for use (dfu) and noted the lesion was heavily calcified with 90% stenosis and tortuous anatomy. Based on the investigation results and information available, it is probable the reported failure to deploy and the observed damage is due to the anatomical factors during the procedure. It is likely the stent was deployed while handling during/after removal from the patient. As such, cause(s) traced to user and component failure were applied to this event.

Event description:
Analysis of the returned device found that it was deployed; there was no clinical consequence to the patient due to this event.